Manufacturer narrative:
H11: correction rr sent for changing aware date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had a real sharp pain in their lower back the day before yesterday and since then they had been urinating non stop. Patient stated they stand up and sits and urinates and then it stops. Patient confirmed they did not have any falls or heat prior to the sharp pain, just bent over to pick up their purse and that's when the pain started. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient. They reported that they had a fall about a week after the surgery and since then they had been having accidents. Patient stated they went for an x ray and they said everything was connected so that made them feel better after the fall. Agent asked patient if they had made any adjustments or changes since the fall and patient said they hadn't been told how to do it. Agent walked patient through how to connect to their implant and patient was able to successfully connect. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they had an appointment with hcp tomorrow. Patient reported baseline symptoms returned / lost therapy benefit and urinary incontinence.